Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-13261. It was reported the patient underwent scs system explant due to pain at lead site. It was also reported the patient experienced feeling rubbing against spinal column.